Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. The review of the lhr (lot f1311901) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. However, it was reported that the physician believes the failure was due to user error.

Event description:
It was reported by the aci clinical specialist that a male patient underwent a diagnostic peripheral catheterization procedure on (B)(6) 2013. Access was obtained via a 6f cordis sheath. Following the procedure, the physician who is not a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. The physician reported that the device had "failed". The physician noted that after the lock stabilize and deflate steps, when he removed the device through the tamp tube (advancer tube) the entire sealant came out of the arteriotomy. The patient was converted to 15 minutes of manual compression. It is unknown if the patient was hospitalized or not. The physician reported that he believes the failure was due to user error.